Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd tubing leaked during use. The following information was provided by the initial reporter: verbatim: yes, I have a syringe and tubing in my office and for the life of me I cannot make it not leak. I thought it might be operator error so I was hoping someone could come and do another inservice to rule out human error.

Event description:
It was reported that an unspecified bd tubing leaked during use.the following information was provided by the initial reporter: verbatim: yes, I have a syringe and tubing in my office and for the life of me I cannot make it not leak. I thought it might be operator error so I was hoping someone could come and do another inservice to rule out human error.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10